Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reported broken tip. On (B)(6) 2014 dental assistant reports no harm done, no risk for harm under the circumstances, measures to prevent swallowing pieces are used. Doctor was doing an extraction and one of the jaws broke off and was immediately retrieved.